Manufacturer narrative:
Upon device return and inspection, it was observed that there were some white marks / spots in the catheter handle which is potential adhesive. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. There are some pictures attached to the complaint, and it is possible to observe white marks / spots in the catheter handle. Based on the product analysis and media inspection the 'foreign material present in device' was confirmed.

Event description:
During preparation of the farawave catheter, the physician noticed that there is a white discoloration (foreign material) on the farawave handle. The catheter was replaced. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During preparation of the farawave catheter, the physician noticed that there is a white discoloration (foreign material) on the farawave handle. The catheter was replaced. No patient complications were reported. The device is expected to be returned for analysis.